Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer's blood glucose level was not impacted. The customer was able to change the cartridge and resume insulin delivery.